Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: the returned battery cap and a new cap were not able to secure properly to the pump. The battery compartment was cracked in multiple areas. The returned battery cap was evaluated and measured to be within specifications. Review of the black box data revealed one record of power on reset following a pump not primed alarm and one power on reset following a no basal delivery alert. The pump was exercised for 24 hours without any interruption in power occurring. Investigation did not duplicate the intermittent power complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim/faded/discolored. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked and there was intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.